Event description:
A customer contacted global technical service (gts) reporting the home patient (hp) had alarms he needed assistance with, but the hp wanted to continue with therapy using the same supplies which is a user error. The technical service representative (tsr) assisted the hp to remove the cassette from the home choice (hc) from the previous therapy. The tsr strongly advised the hp and the care giver (cg) to dispose of all current supplies and start over using all new supplies. The tsr informed the hp that he risks of having an infection if he reuses the supplies. The hp stated that his supplies have not been used. As a result, the hp was going to reuse the same supplies. The hp wanted the tsr to stay with him so the tsr could bypass the hp to the fill cycle since the hp is starting empty. The hp got a low drain volume alarm. The tsr discovered that after being bypassed to the fill last night, the hp got an alarm and decided to get off the home choice (hc). The tsr assisted the hp to do a test fill. The hp drained 1.109. As a result, it was safe to bypass. The tsr bypassed the hp to the fill cycle. There was patient involvement, but there was no serious injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The cause of the use error was undetermined. This report of use error was received with no alleged device malfunction therefore no further investigation will be performed. A labeling review found that all printed pouches for disposable products intended for single use are labeled with ?this device is intended for single use only. If additional relevant information is received, a follow-up will be submitted.